Manufacturer narrative:
No further information was provided. A supplemental report will be submitted, once the manufacturer¿s investigation is completed.

Event description:
It was reported, that patient's postoperative wakefulness was poor. Computerized tomography of the head, showed thrombus occlusion of the basilar artery. And enlargement of previously, existing foci of cerebral infarction. Rehabilitation was underway.

Manufacturer narrative:
This event occurred at (B)(6) hospital in (B)(6). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research abstract titled "two cases of heartmate3 implantation in pediatric patients", from the japanese society of cardiovascular surgery, that the patient's postoperative wakefulness was poor. Computerized tomography of the head showed thrombus occlusion of the basilar artery and enlargement of previously existing foci of cerebral infarction. Rehabilitation was underway.